Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. Upon evaluation, the balloon was detached.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an endometrial thermal ablation on (B)(6) 2013. During the procedure, the balloon detached from the probe inside of the patient. The surgeon retrieved the balloon. The surgeon determined that enough ablation had been completed prior to the balloon detaching and therefore the procedure was complete. There were no adverse patient consequences reported.